Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at nominal pressure. It was further reported that the device was allegedly unable to remove. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilation catheter was returned for evaluation. On visual evaluation, the sample was noted to have blood residue throughout and it was noted that balloon was returned in a condition where it was loaded onto the cordis sheath. On microscopic evaluation, it was noted that the balloon had both longitudinal and circumferential break . And it was further noted that the inner guidewire lumen was still intact but the distal balloon segment appeared to be partially inverted. Under x-ray evaluation, the presence of marker band was confirmed. Due to the nature of the returned device , functional evaluation cannot be done. Therefore, the investigation for the reported compound balloon rupture is confirmed for, as the balloon was noted to have both longitudinal and circumferential rupture during the microscopic observation. The investigation is also confirmed for the reported difficult to remove, as the device was returned with the balloon still loaded onto the cordis sheath. A definitive root cause for the reported compound balloon rupture and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 02/2024), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at nominal pressure. There was no reported patient injury.